Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for chronic low back pain and cervical/neck. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported misplacing implanted neurostimulator recharger (insr) when they moved a few years ago so he hasn't used or charged ins in quite a while (pt said at least 3 years). Pt said they finally found insr and pt was able to charge insr, but today when trying to charge ins, pt kept getting a "failing signal" on the screen. Troubleshooting had pt try to start a recharge session, and pt described reposition antenna screen on insr. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the possible overdischarge. Further information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep states that patient reports his stimulator has not been used in 3 years. Patient tried to recharge a few days ago and couldn't. Rep suspects overdischarge. Caller will meet with patient on (B)(6) 2021. The rep reported the recovery of the ins this past week and clearing of the power on reset today. Caller reported he is seeing an elective replacement indicator (eri) message today on tablet and patient has seen this on the recharger when attempting to recharge his ins normally. Patient reported he did not see the eri prior to the overdischarge. Patient also reports he is unable to recharge his ins past 75%, we discussed this as possible battery damage from overdischarge. The rep also mentioned during call the patient indicated this is his second overdischarge, however the patient never had to go to the hcp to have recovered, in addition, the tablet is only listing qty 1 overdischarge additional information received from the manufacturer representative reported that the patient was directed to continue trying to charge to 100%.